Event description:
Reported by end user hospital. Tip of spike on fluid delivery set broke off in contrast media bottle and was aspirated into the manifold. It was not injected, and there was no patient injury.